Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that her sensor was giving low readings when her blood glucose level is actually higher. Customer's blood glucose level was 200 mg/dl, but the sensor says that she is going down to 70 mg/dl. Customer received a threshold suspend alarm and turned the sensor off, so that she can get her basal and not have the alarms. Customer received a calibration error. Customer is not experiencing intermittent calibration errors. Customer was advised to monitor the issue. Customer will turn the sensor feature off for 2 hours and call back if the issue continues. No further assistance needed.